Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Performed a visual inspection of the provided photograph of a tibial articular surface provisional left size ef item # 42517000505 lot # 64853990 found it to exhibit signs of repeated use nicked / gouged and the corner of post feature has fractured off. Reference attached photographs. Tasp was not returned. The device history records for item # 42517000505 lot # 64853990 and the receiving inspection reports for item # 42517050505 lot # 80952880 were reviewed for deviations and/ or anomalies with no anomalies/deviations identified. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Prior investigation of this type of malfunction for these devices involved optical microscopy revealing hackle marks and river lines in the case of bending overload; however, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a fractured provisional was received from a hospital. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.